Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, b5, g3, g6, h2, h6.

Event description:
It was reported patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to the wear of the head and cup. The patient was converted to a thr.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. Unknown liner unknown. Unknown stem unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification for the cup and stem. Additionally no problem was found with the head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hip hemiarthroplasty. Cortical erosions superior and lateral acetabular roof. Varus position of femoral stem is noted, a possible risk factor for increased stress on the acetabular roof. Possible small focus of osteolysis proximal femur intertrochanteric region versus pre-existing lesion. A definitive root cause cannot be determined for the cup and stem. No problem was found with the head as it does not interface with bone and was not reported as having a positioning issue per x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.